Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. The insulin pump alarmed low, low predicted, calibration error, lost sensor, weak signal, and change sensor. His sensor glucose reading was 70 mg/dl but his blood glucose level was 191 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance tests. The sensor passed per specifications. Also performed the bicarbonate buffer test, and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.